Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the caiman. During an unspecified procedure, the caiman instrument did not seal correctly. Additional details were not provided. There was no patient harm.

Manufacturer narrative:
Manufacturing site evaluation: first we made a visible inspection of the jaw. Except the soiling (blood and tissue we found no abnormalities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions. Next we cleaned the jaw and made a visual inspection of the electrode. Here we found melting points on the lower jaw. In the next step we checked the clearance between the upper and the lower jaw in closed position with clearance gauges. The gap is within the specification. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot at hand. The faulty result of the functionally test and also the melting points on the lower electrode were clear hints for a short caused by a lower electrode that match not to the upper electrode. The root cause for this is a lower electrode with its shape out of specification. The electrode is a purchased part and the problem was directed to the manufacturer. The lots of the devices above 524775528 are equipped with corrected jaw parts.